Event description:
The customer reported a fluid leak coming from unicel dxi 800 access immunoassay system. The customer cleaned up the fluid wearing appropriate personal protective equipment (ppe). There was no injury or adverse effect associated with this event. The customer evaluated the unit.

Manufacturer narrative:
The customer, a trained biomedical engineer, determined the unit peristaltic pump tubing was causing the fluid leak. The customer replaced the worn peristaltic pump tubing and resolved the issue. The unit was returned to operation.